Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, mobility. Poor hygiene and poor professional maintenance of dentition-treatment area. Implant appeared integrated - loose weeks later at initial impression.